Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, when mitraclip returned from the left ventricle to the left atrium, it was confirmed that one of the grippers would not lower or raise and observed that the gripper line was broken. All steps were performed as per IFU. Device was replaced and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.